Manufacturer narrative:
Visual analysis of the returned device identified opening, crease fold, and brown particles in the surface of the shell. Leak test was performed and identified an opening on the radius. A microscopic analysis was performed which identified a striated opening in the radius side consistent with the use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on radius side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concerns with the product¿. Device has been explanted.